Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned for evaluation but remained in the patient therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is a reaction of the patient to the material(s) implanted. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted. Device remains in patient.

Event description:
It was reported by patient that she had surgery on her right foot (B)(6) 2012 for decompression, osteotomy and bunionectomy of her great toe and little toe. During the procedure the following parts were implanted: ar-8930-10 (lot 13578a) and ar-8933-16pt (lot 16e4y). Patient reports that she has been having reaction symptoms since surgery which physician has been treating over the past several years. Patient reports blisters in the great toe area. Patient has a known nickel allergy.